Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch verio2 meter was reading inaccurately high compared to his feelings and/ or normal results. The complaint was classified based on customer service representative (csr) documentation as well as additional information obtained by the medical surveillance specialist (mss) during a review of the initial call recording. The patient reported that the subject meter began to read inaccurately at ¿around 4pm¿ on (B)(6) 2019, when he obtained the alleged inaccurately high result of ¿550 mg/dl¿ compared to his feelings and/ or normal results. Meter to feelings/ normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages his diabetes with insulin ¿ self adjuster and he reported that, in response to the alleged inaccurately high result of ¿550 mg/dl¿ obtained with the subject meter, and immediately after obtaining the result, he took the appropriate dose of insulin according to his sliding scale. The patient did not specify the type of insulin or the dose taken but he did state that he now thinks the dose he took was ¿twice as much¿ as he should have taken. The patient stated that he then went to lie down as he felt like he needed a nap. He claimed that at this point he developed the symptom of ¿coma¿ as he claims he did not wake up again until ¿late the next night¿. He reported that upon waking up, he experienced further symptoms of ¿nausea, vomiting, sore, whole body felt like it was on fire, tingly, dizzy, wanting to pass out, seeing real bad floaters and out of balance¿. The patient stated that he has continued to experience most of these symptoms and was still ¿not feeling right¿ at the time he contacted lfs. Further, the patient stated that he ¿almost died¿ and he attributes this, as well as his reported symptoms, to the alleged inaccurately high result he obtained on the subject meter which he stated was ¿really faulty¿. The patient was unable to remember what treatment he received in response to his symptoms after he woke up from his ¿coma¿ as, he claims, he ¿hasn¿t been the same since¿. He stated that some days later, at 4pm on (B)(6), he attended his doctor¿s office where his blood glucose was tested on his doctor¿s meter and a result of ¿220 mg/dl¿ was obtained. The patient also stated that his doctor took blood tests but did not elaborate any further. The patient claimed that since the alleged product issue he has been ¿too scared to take insulin¿ and, as a result, and at the patient¿s request, his doctor changed his diabetes management routine from ¿insulin ¿ self adjuster¿ to ¿metformin and other medications¿ the patient was unable to give any further information on his new diabetes management routine. During troubleshooting the csr verified that the subject meter¿s unit of measure was set correctly at the time of testing and the test strips had been stored correctly and had not expired. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin following an alleged inaccurately high result obtained with the subject meter.